Manufacturer narrative:
A supplemental MDR is being submitted based on medical records. Update to b7 (other relevant history, including preexisting medical conditions), and h11 to reflect medical record review. Upon review of medical records, approximately 11 months post tavr follow up, the patient presents with some fatigue, mild-moderate paravalvular leak (pvl) with hemolysis. The valve on CT measured 20-21 mm although the patient's valve size is 23 mm. At that time, there were plans for a balloon valvuloplasty (bav) to reduce the pvl. A bav was performed and went well, reducing the pvl to mild with no complications. Post bav follow-up at 4 months revealed the patient is doing well after balloon aortic valvuloplasty (bav) for pvl. The patient's energy improved, h/h, hgb, ld improved. An echo (tte) revealed stable findings including mild persistent pvl.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings based on imaging review. Update to h11 to reflect engineering evaluation findings based on imaging. Additional imaging was received and reviewed. Per angiogram post implant of a 23mm sapien 3 ultra resilia valve there is significant amount of regurgitation. Approximately 30 days post-tavr CT, a 23mm valve is expanded to 20.9mm. Approximately 11 months post tavr, presence of mild to moderate paravalvular leak (pvl) was noted. The post tavr CT revealed that the 23mm sapien is expanded to 20.9mm. In this case, with the updated information (imaging) that was provided, a definitive root cause is unable to be determined at this time. However, post balloon aortic valvuloplasty (bav) follow-up at 4 months revealed the patient is doing well after balloon aortic valvuloplasty (bav) for pvl. The patient's energy improved. An echo (tte) revealed stable findings including mild persistent pvl.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, and investigation conclusions) and h11 to reflect engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The imagery provided was not relevant to the reported event (pre-tavr); therefore, no findings were made. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of the DHR, lot history and complaint history, did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The complaint for paravalvular leak post implantation was confirmed based on the medical records provided. In this case, a conclusive root cause was unable to be determined at this time. Per the technical summary, the IFU, current risk complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, approximately 10 months and 26 days post implant of a 23mm sapien ultra resilia valve, a re-dilation was performed due to hemolysis and pvl. The hemolysis was resolved and the pvl reduced to trace. It was reported that the patient developed ongoing hemolysis from paravalvular leak post tavr.